Manufacturer narrative:
Additional information: e1(event site state-nt). It was reported during use cardiosave intra aortic balloon pump (iabp) has gas loss in iab alarm. Patient involved but no harm reported. A getinge field service engineer (fse) evaluated the device and says no leak found inside the machine, passed functional tests. Device passed all performance according to factory specifcations and unit returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a gas leakage. There was no patient harm.